Event description:
It was reported that the ge pdm with masimo set in the neuro or had troubles picking up spo2 signal when used on a pt with brainlab monitor. There appears to be some interference of the spo2 signal when the brainlab monitor is on. When a shield was used, it does remove this artifact. The customer obtained new ge gas machines and monitors in july 2014. Since then, the customer have noticed that ge pdm b850 with masimo set has had this interference related issue. This issue seems to happen regardless of which ge pdm, gas machine, pt, masimo cable or sensor is used. Interference is manifested as corruption of spo2 waveform, and may or may not include false desaturations, or dropouts. No known impact or consequence to pt.

Manufacturer narrative:
Attempts for product return and requests for add'l info were made. The product has not been returned to masimo to allow an analysis to be performed. If new info is obtained or the product is returned, a f/u report will be submitted.